Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room two days post implant with dizziness. The rv lead exhibited increased threshold measurements and decreased pacing impedance measurements of 530 ohms. Fluoroscopy showed the lead in the same position as implant. A revision procedure was performed. The lead was repositioned several times and tested on a pacing system analyzer (psa) several times, however, threshold measurements remained high. Lead to device header connections were verified to be appropriate. The lead was explanted and replaced. No additional adverse patient effects were reported.